Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, unexpected low battery alarms noted while testing due to corroded battery tube (battery leakage). Power management tool confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within specs. The pump was received with minor scratched display window and case, battery stuck inside battery tube due to corrosion build up from battery leakage.

Event description:
The customer reported via phone call that they experienced low battery alert and damage on the insulin pump. The customer's blood glucose value was 135 mg/dl. The customer stated that the battery was stuck inside the pump and the cap came off. The customer was not able to remove the battery cap. The product was returned for analysis.